Event description:
The customer initially reported that the tip broke off the vitrectomy unit. Upon further discussion, the customer stated that a capsule rupture had occurred. The reporter was not able to provide any additional information regarding the case.

Manufacturer narrative:
The company service representative examined the system and was not able to the connect the vit probe to the connector. He replaced the cpc connector and performed a preventive maintenance on the system. Investigation, including root cause analysis is in progress.